Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corporation (omsc) was informed from the user that before the unspecified procedure the brightness adjustment of the subject device sometimes did not work. The user also reported that there was the dust deposit on the electrical contact of the light source cable which is a one of the component of the subject device and the dust was cleaned and dusted. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, we presume that the connector became poorly contacted due to dust adhering to the electrical contacts of the light source cable, which hindered the communication of the dimming signal between the video processor and the light source, and the automatic adjustment did not work. The instruction manual instructs "avoid using this instrument in a dusty environment, as this may damage the instrument".